Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were having problems charging their controller and the issue began last night. Patient stated when they plugged the ac power supply into the controller the green light would go on but there was no light on the controller. Agent walked patient through resetting their controller; patient noted controller was not powering on when plugged into the wall without battery pack. Patient confirmed ac power supply adapter had a greenlight. Agent instructed patient to try another outlet to which the controller still does not power on and ac power supply adapter had a greenlight. Patient confirmed no visible damage to ac power supply cord and controller port. During the call, patient mentioned they were using a walker and agent confirmed the use of the walker was not related to complications of their scs. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power supply.

Manufacturer narrative:
H3: analysis of the ptm (s/n (B)(6)) revealed a damaged front case. Screw holes stripped causing case separation. Replacement not available for v3.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.